Event description:
Same case as MFR report #2134265-2008-00688 and #2134265-2008-00689. It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis and death occurred. The initial procedure was emergent due to an st-segment elevation myocardial infarction (stemi) and ventricular fibrillation (v-fib) arrest. The target lesion was in the left anterior descending artery (lad). The lesion was predilated with a 3.0x15mm maverick balloon. A 2.75x24mm taxus express2 drug eluting stent (des) and a 2.5x12mm taxus express2 des were implanted in the lad. The devices overlap and were considered to be well positioned and well apposed. The pt was given heparin and integrilin before the procedure. The pt was still on heparin and integrilin when transferred to the ICU with plavix and aspirin started after the procedure. While still hospitalized 4 days later, the pt experienced v-fib and thrombosis was discovered. Both taxus devices appeared to be totally occluded. Intravascular ultrasound (ivus) was used. A 3.0x15mm quantum balloon was used to dilate both taxus express2 des. A 3.0x12mm taxus express2 des was implanted in the proximal lad overlapping the 2.5x12mm taxus express2 des. A 3.0x15mm quantum maverick balloon was used to postdilate the stents. There were no additional pt complications reported and the pt was discharged 2 days later on aspirin, plavix, lipitor and lisinopril. Two days later after experiencing chest pain for a couple of hrs, the pt returned to the ER. Another stemi was discovered with occlusions in the lad and left circumflex (lcx) arteries. The physician was able to perform angioplasty with an unspecified balloon on the lcx, but was unable to treat the lad before the pt arrested and died. The reported cause of death was respiratory and cardiac arrest. There was no autopsy performed to confirm the cause of death.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record found that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause will be documented as an 'anticipated procedural complication' because of the likelihood that the pt anatomy contributed to the reported damage and due to the lack of info implicating a root cause related to the device. A CAPA has been initiated to address this issue.